Event description:
Per the clinic, it was reported that the electrode array was not in the cochlea. The device was explanted on (B)(6) 2016 and the patient was reimplanted with a new device during the same surgery.